Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during fill two of four of their therapy. The patient had filled 7ml of an expected 2000ml at the time of the alarm. The patient mentioned that this was the third time the patient had received the alarm during this treatment. During troubleshooting, it was verified that the clamps were open and the connections were secure. The technical support representative advised the patient to reboot the cycler and the patient received a power fail recovery failed prompt. The patient cancelled their treatment and re-setup with new supplies. The patient was able to complete treatment on the cycler. Upon finishing their treatment, the patient removed the supplies and discovered fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The cause for the leak was unknown. The patient did not develop any symptoms or require medical intervention as a result of the leak. The cassette used at the time of the incident was discarded. The patient had manual supplies available while the cycler was unavailable. The patient did receive a replacement cycler and was able to continue with their treatment without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.